Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4) (under registration #(9617021). As of 06/15/2010, that number was deactivated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted under registration #9611530. Add'l info will be provided upon conclusion of the MFR's investigation. Imp ref #(B)(4).

Event description:
Initially it was reported by arjohuntleigh rep that two caregivers were lowering resident onto chair, when the hanger bar detached from load cell striking the caregiver on back of the head and upper left shoulder. The distance of the drop was estimated to be 6 to 8 inches. From the info received, there was no injury to the pt. Injury sustained to the caregiver - back left side of head and upper left shoulder near neck struck by hanger attachment, no cuts or bleeding in either area. The caregiver was taken to an urgentcare and examined by a doctor, then released, no treatment was given. Device examination included in incident description from (idf) showed that maxi move's condition is average for age, light scratches on paint and covers in good condition, all battery powered functions work to OEM spec, however, due to spreader bar detachment we can state that involved device was out of spec when the event occurred. Device examination showed also that "the 2 bolts mounting the hanger bar to the load cell, were not correct. They belonged in holes mounting the load cell to the jib, bolts mounting load cell to jib were correct bolts for mounting hangar bar to load cell, the short and long bolts had been reversed at a prior time." Last maintenance was performed by the customer, however, date of it was not provided, there is only comment that "customer does light maintenance". No info about date of last training was provided as well.